Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a decrease in hearing performance with the device has been observed by the patient over a long period of time. In situ measurements shows 5 electrode channels with status hi, with one of them showing fluctuations when pressing the skin above the implant. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
A decrease in hearing performance with the device has been observed by the patient over a long period of time. In situ measurements shows 5 electrode channels with status high impedance status, with one of them showing fluctuations when pressing the skin above the implant. Patient has been re-implanted.